Event description:
Note: this report pertains to the first of two resolution clip used during the same procedure. It was reported to boston scientific corporation that a resolution clip was used during a procedure. The exact procedure date was unknown. During the procedure, the clip would not deploy off the catheter on two devices. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Manufacturer narrative:
Block h2 (additional information): block a1, block a2, block a3a: sex, block a3b: gender, block a5: ethnicity, block a6: race, block b3: date of event, block b5, block d4: lot number, expiration date, block, block e1, block h4: device manufacture date, have been updated based on the additional information received on may 10, 2024. Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Event description:
Note: this report pertains to the first of two resolution clip used during the same procedure. It was reported to boston scientific corporation that a resolution clip was used for large duodenal ulcer in the duodenum during a laparotomy procedure performed on (B)(6) 2024. During the procedure, the clip would not deploy off the catheter and could not be applied. Another device was used, however it had the same result. There were no reported patient complications as a result of this event. Additional information received on may 10, 2024, stated that the patient had a duodenal ulcer, and although the clip failed to release from the catheter, the physician used another modality (epinephrine injection) to stop the bleeding. The physician then decided to convert to a laparotomy to address the duodenal area of bleeding that could not adequately be addressed by endoscopic means due to the patient's anatomy.